Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing of r-waves noted with drop out beats. As such, vf therapy was withheld for svt. The lead remains in use. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).